Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: series of blood samples collected by glucose tube had hemolysis after customers centrifuged samples.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1319252. Medical device expiration date: 2023-03-31. Device manufacture date: 2021-11-15. Medical device lot #: 1288716. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-10-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "series of blood samples collected by glucose tube had hemolysis after customers centrifuged samples."